Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a call service alarm (cs 064) issue. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 07/25/2017 with the following findings: during investigation, there was a cs 064 alarm observed in the pump history. The rewind, load and prime steps were performed successfully. The pump was exercised for 24 hours with no alarms occurring. There was moisture visible in the display. The pump case was cracked near the top. There was a pump case leak. The pump was opened and there was moisture damage found on the printed circuit board.